Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue. No patient information provided to date after calls to customer 07/21/20, 07/27/20, and 08/03/20.

Event description:
The hospital reported an error that caused a loss of mechanical ventilation. There was no report of patient injury.